Manufacturer narrative:
Two devices were receive on (B)(6) 2018. Both devices were returned without fluid. On device a, white and brown material was observed within the device and on the shell surface. Otherwise on device b only white material was observed within the device and on the shell surface. Device a, only presented a crease located on the anterior aspect and extending to the posterior aspect; and the device b appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. Complaint for deflation was not confirmed. At this point it is not possible to determine the root cause of the white and brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 475cc saline breast implants which the left side deflated after implantation as a result patient had the device removed on (B)(6) 2018.